Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 06/01/2025, it was reported that the patient's dexcom g7 mobile device showed cgm55 mg/dl 6 days. The patient uses beta bionic ilet pancreas system in modified closed loop. This complaint did not describe whether the patient had symptoms at that time. The bg was 550 mg/dl. Later that evening, the dexcom g7 sensor failed entirely, providing no alerts (for the glycemic state) or readings. It was not documented in this complaint whether the mobile device alerted to the sensor failure state. During sleep, the patient experienced a severe hypoglycemic episode, rendering him unresponsive. A manual bg check was attempted but the patient was unresponsive. Paramedics arrived and gave one dose of nasal glucagon (baqsimi). Approximately 30 minutes after administration, he regained responsiveness and cognitive function. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a g7 wearable failure occurred. The product was evaluated. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and wearable failure was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed due to the wearable failed testing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.